Manufacturer narrative:
(B)(4). Batch # m93638. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. No conclusion could be reached as to what may have caused this condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was put into the patient, clipped it and the staple did not come out. This was tried several times and the device did not fire. The case was completed with another device of the same product code. No patient consequences were reported.